Manufacturer narrative:
The company service rep from the (B)(4) office replaced the power supply (part number 0014-00-003-05). As advised by the subject matter expert, the batteries were evaluated. Both batteries were functioning properly. After the replacement of the power supply, the function and test run on the iabp were ok indicating that the iabp was fully operational. The iabp was returned to the customer. The scheduled maintenance on the iabp was performed on (B)(6) 2011, and no anomalies were found. The power supply that caused the event was sent to (B)(4) repair ctr for evaluation. The event was not duplicated and the power supply was found to be operating properly. (B)(4).

Event description:
The company rep reported that while he was completing the field action (replacing the power supply), the new power supply failed. The company rep observed that although the status message was green led and battery fully charged, but the service menu displayed that the battery was charged with 1 ampere. After turning the power off and disconnected the iabp from the ac power, the status message invalid was missing. After turning the power on, the message invalid appears for a short time and the battery charge led was blinking.